Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon is complaining of port leaking air and causing him to loose pneumo. Took out port and replaced with different 12mm device. Put device back into patient to use stapler again, claims lost pneumo, when using the same port. Again replaced it with the different device. The surgeon explained that when he leaned down on the seal of the device, that it appears to release out air with a hissing sound. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.